Event description:
It was reported that a patient underwent cardiac ablation with a varipulse catheter, and the patient experienced an asymptomatic cerebral infarction after the procedure. The patient sustained an asymptomatic cerebral infarction after the procedure. The patient¿s condition improved over time and recovered. Physician¿s assessment regarding the event was non-serious (moderate/mild). No extension of hospitalization occurred. The event occurred post procedure. The patient fully recovered without residuals symptoms and did not require extended hospitalization. No intracardiac excessive microbubbles were observed via ultrasound or excessive impedance errors noted during the case. Pre-ablation thrombus check was not performed. The patient did not have any anatomical abnormalities. Additional information received indicated that an MRI (magnetic resonance imaging) was reported, but results are not available. The patient did not have any anatomical abnormalities. The procedural act (activated clotting time) was 350 seconds. One catheter exchange occurred during the procedure, and one transseptal puncture site performed during the procedure. 18 ablations performed during the procedure with pfa (pulse field ablation). No ablations performed outside pulmonary veins. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 25-apr-2025, bwi received additional information regarding the event. The patient has been discharged from the hospital. The reported event was an imaging finding, and the MRI revealed an asymptomatic stroke. No evidence of char or blood thrombus/clot during the procedure. Furthermore, on 14-may-2025, bwi received information that the event in question was a new procedure for paroxysmal atrial fibrillation. The patient had no previous history of stroke. No excessive microbubbles observed via ultrasound or excessive impedance errors noted during the case. No pre-ablation thrombus check was performed. On 15-may-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31456670l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 10-sep-2025, the product investigation was updated to include the following: "an internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. "The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).